Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from an healthcare professional (hcp). Additional information reported the cause of the empty pump was due to a scheduling issue. The pump was refill on (B)(6) 2018 and programmed to 1/2 the rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2018, it was reported that the patient¿s pump went empty 1-2 days ago. The pump was going to be refilled tomorrow (B)(6) 2018, because they did not have the medication at the moment. No patient symptoms were reported. No further complications have been reported as a result of this event.